Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to treatment, the stent allegedly would not deploy off the balloon. There was no patient contact.

Event description:
It was reported that prior to treatment, the stent allegedly would not deploy off the balloon. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot number was not provided; therefore, a device history record review was not performed. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the deployment failure. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: d10, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.